Manufacturer narrative:
The event occurred on an unspecified date within the "past couple of years." This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally (dose and frequency were not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis and has been retrained on aseptic technique. The action taken with dianeal therapies was not reported. No additional information is available.